Event description:
It was reported to boston scientific corporation on november 19, 2018 that a flexiva ID 200 laser fiber was opened for use in a cysto ureteroscopy laser lithotripsy procedure in the ureter performed on (B)(6), 2018. According to the complainant, during preparation, the laser fiber was noted to be broken 1/2 way down and was sticking out of the sheath. Reportedly, it was broken inside the sealed packaged. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was returned in the hoop broken with a kink, confirming the complaint. The first piece measured approximately 318.4 cm from the top of the connector to the tip. Visual examination reveals that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed and no deviations were found.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use in a cysto ureteroscopy laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken 1/2 way down and was sticking out of the sheath. Reportedly, it was broken inside the sealed packaged. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications as a result of this event.